Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused worsening asthma symptoms and migraines. The patient did receive medical intervention and reported being prescribed cortisone spray. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused worsening asthma symptoms and migraines. The patient did receive medical intervention and reported being prescribed cortison spray. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, observed that the ui knob was missing from the device. The top enclosure was observed to have 2 cracks in it, one on each side. An unknown dust contaminant was observed on the top enclosure, pca, flow manifold, blower cap, blower, blower outlet bellow, side panel, lower blower housing, sound abatement foam, bottom enclosure, and the inlet seal. A hair-like particle was observed on the lower blower housing. Dust contamination was likely due to an external environmental source. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no confirmed presence of degraded sound abatement foam.  Section d4 unique identifier (UDI) and section g4 PMA/510(k) were captured incorrectly in the previous report. It has been corrected in this report.